Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2019-00884. Results: the indigo system aspiration catheter 6 (cat6) was ovalized approximately 123.5 ¿ 127.5 cm and 131.0 ¿ 137.0 cm from the hub. The device was stretched from approximately 127.5 ¿ 131.0 cm from the hub. The total length of the cat6 was approximately 137.0 cm. Conclusions: evaluation of the returned cat6 confirmed stretching and revealed ovalizations along the distal shaft. If the device is forcefully retracted against resistance, damages such as these may occur. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00936.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and an indigo system separator 6 (sep6). During the procedure, the cat6 was advanced through a non-penumbra access sheath into the target vessel and the physician began aspiration. While the physician was aspirating the thrombus, aspiration suddenly ceased. The physician tried advancing the sep6 through the cat6 and aspiration began again. The physician then continued aspirating the thrombus; however, it was reported that aspiration suddenly stopped working again and the sep6 was stuck in the cat6. The cat6 and sep6 were removed together from the patient and, upon removal, the distal end of the cat6 was found to be stretched and kinked. The physician then decided to discontinue using the cat6 and sep6. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and a new access sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the cat6 was advanced through a non-penumbra sheath into the target vessel and the physician began aspiration. While the physician was aspirating the thrombus, aspiration suddenly ceased. The physician then tried advancing the indigo system separator 6 (sep6) through the cat6 and aspiration began again. The physician continued aspirating the thrombus, however, it was reported that aspiration suddenly stopped working again. The cat6 and sep6 were then removed from the patient. Upon removal, the distal end of the cat6 was found to be stretched and kinked. The physician then decided to discontinue using the cat6 and sep6 in the procedure. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and a new access sheath. There was no report of an adverse effect to the patient.